Event description:
It was reported by the customer that on (B)(6) 2010, the fiber tip broke during the procedure at 121,000 joules. The case was continued with turp. No patient injury was reported. The device was not returned for evaluation.